Manufacturer narrative:
The actual device was not returned for evaluation. It was reported that the facility recently switched to st. Jude procedural sheaths and have had "multiple items getting stuck in the sheath, catheters, cto devices, etc;" however, it is not likely that the procedural sheath would cause the balloon to become stuck inside the advancer tube of the mynx device. The review of the lhr (f1616801) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information reported, the root cause of the event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. Refer to 3004939290-2016-00227, 3004939290-2016-00228, 3004939290-2016-002230, and 3004939290-2016-002231 for the related events.

Event description:
It was reported that 5 mynxgrip device balloons from the same lot became stuck in the advancer tube upon an attempt to retract the balloon from the advancer tube after deflation during 5 separate cases. Additional information was requested, but not available at this time. This report is 3 of 5.